Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, drainage, and swelling. The knee was previously aspirated and the report came back "infected". Surgeon opened the right knee capsule, retrieved both superficial and deep tissue specimens and sent them to the lab for a more through analysis. He removed the poly insert, removed any suspicious looking tissue and fluid, irrigated the wound with copious amounts of saline with gentamycin and finally, re-implanted a new size 6, 6mm attune revision poly insert. Doi: (B)(6) 2018. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.